Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynemesh/gynemesh ps was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. In 2004: patient has severe pain in the vaginal area, pain with urination in increased volume. She states that the pain feels like it is ripping her apart. She feels her organ is swelling out. She states she urinates without warning, also after she coughs, has minimal urine leakage. Physical examination revealed vaginal prolapse. Diagnosed with complete procidentia with post hysterectomy, vaginal eversion and mixed incontinence with thin urethral stress greater than urge. Scheduled for enterocele repair, anterior colporrhaphy bilateral sacrospinous ligament, colposuspension using gynemesh, bilateral paravaginal defect repair, uretex sling and cystoscopy. (Indirect information taken from discharge summary). The reason for mesh implantation: total post hysterectomy, vaginal eversion with complete procidentia, stress urinary incontinence with hypermobile urethra. Anesthesia type: general with endotracheal tube anesthesia .procedure (s) performed: transvaginal enterocele repair, bilateral sacrospinous ligament colposuspension, bilateral paravaginal defect repair incorporating gynemesh from arcus to arcus and anchor to the sacrospinous ligaments, anterior colporrhaphy, posterior colpoperineorrhaphy, placement of uretex suburethral sling, cystoscopy. Complications post uretex implantation: patient was discharged on in 2005. Per pfs, outcome attributed to device: pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring. Concomitant therapy: gynemesh/gynemesh ps, lot/serial # (B)(4).